Event description:
The surgeon reported that the patient had na l5 s1 fusion, which was extended in 2004 to l4 l5. The surgeon reported that the patient woke up with back pain after no reported unusual activity. The surgeon reported the he took x-rays and it appeared that the screws which were implanted had snapped at the bottom in s1. He further reported that the screws were removed and he inserted an opposition product.